Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer did not provide their blood glucose value. The customer was treated for the low blood glucose with food and glucagon shot. The customer had to call the paramedics 4 times in the last five years due to their blood glucose dropping. The customer did not troubleshoot and did not send the product back for analysis.